Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, end cap broken off.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 247 mg/dl. Customer stated that there are cracks on the right edge of the pump. Customer accidentally shut his car door on his pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.